Event description:
It was reported that the device was under-infusing during pre-test. There was no patient involvement.

Manufacturer narrative:
E1:(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal and a damaged dso sensor. Functional testing was able to confirm and duplicate the reported problem. The dso seal, and dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.